Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the subject device did not light up. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was inspected at olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to blowout of the thermal fuse. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the phenomenon was due to the disconnection of the thermal fuse. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.